Manufacturer narrative:
The biomedical engineer reports that the bedside monitor keeps going dark. If he shakes the device, it will go back to normal for a few days. The device was returned and evaluated. The unit arrived with a broken handle with a cast around it. The customer's complaint was confirmed. The inverter board was changed to fix the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the bedside monitor keeps going dark. If he shakes the device, it will go back to normal for a few days.